Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2019 and suture was used. During the laparoscopic case it was noticed that one of the needles had disconnected from the suture. The needle was subsequently found in the 10mm trocar. The customer believes this is an isolated incident and has found no other issues. There was no adverse patient consequences reported.